Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated that ins is turned off on its own. Caller indicated patient will charge ins, are fine and then they noticed their symptoms return and they check the ins with the controller and it shows stim is off. Caller confirmed that patient is immediately able to turn stim back on without issue. Caller stated that patient's daughter indicated charge sometimes gets to around 10-20% but they never let it drain completely down. Caller indicated that patient was seen in clinic by dr. (B)(6) and then the office notified them and caller called the patient. It is unknown when this issue started but per patient's daughter, it has occurred 5-6 times. The caller was redirected to have patient keep diary of when event is occurring and what controller shows for the ins status.